Event description:
Clinical input received 09-dec-2020: "yes, the stent migrated out of the obstructed area, which was the reason another stent was placed. The obstruction due to stent migration could cause jaundice and/or retrograde cholangitis.¿ as all events are cascading, (B)(4)will capture stent migration, jaundice and cholangitis. Follow up report submitted to update patient code with inflammation. Previously reported info: the approach was gained from oral, targeting the common bile duct. On (B)(6) the reported stent was placed in the middle bile duct. On (B)(6) 2020, due to the increase of jaundice, it was confirmed by abdominal x-ray that the reported stent have migrated to the upper bile duct. It is a situation that the reported stent is not placed in the stenosis part. On (B)(6), evo-10-11-8-b was placed from the middle of the reported stent by using stent-in-stent technique. [Update on (B)(6) based on the information provided by the rep on the same day]. The approach was gained from oral, targeting the common bile duct. The patient had jaundice. On (B)(6), the reported stent was placed in the middle bile duct. After the placement, the stent could not be fully expanded.(50% of full expansion)/the stent remain partially constrained after placement, though jaundice decreased (improved). On (B)(6), 2020, due to the increase of jaundice, it was confirmed by abdominal x-ray that the reported stent have migrated to the upper bile duct. ((B)(4)) it is a situation that the reported stent is not placed in the stenosis part. On (B)(6), since drainage became impossible, evo-10-11-8-b was placed from the middle of the reported stent out to the duodenal papilla by using stent-in-stent technique as a retreatment((B)(4)). Due to the retreatment, hospitalization became extended. After the retreatment, jaundice decreased (improved), but the patient has developed retrograde cholangitis ((B)(4)). Retrograde cholangitis has been treated, and as of (B)(6), the patient is improving/getting better and the patient will undergo chemotherapy soon. Patient outcome: jaundice due to migration occurred. On (B)(6), evo-10-11-8-b was placed from the middle of the reported stent by using stent-in-stent technique. The patient is in the hospital. [Update on october 20th by (B)(6) based on the information provided by the rep on the same day]. Jaundice decreased (improved), but the patient has developed retrograde cholangitis. Retrograde cholangitis has been treated, and as of (B)(6), the patient is improving/getting better and the patient will undergo chemotherapy soon. Patient/event info - notes: 1 general questions: 1-1 at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) after the stent placement. 1-2 what endoscope type and channel size was used? Olympus 3.7mm. 1-3 what was the position of the elevator? Was it opened or closed? (Opened). 1-4 details of the wire guide used (diameter, type, make)? Visiglide2 0.025-inch/olympus. 1-5 did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 1-6 how long was the stent in the patient by the time this complaint occurred? About from 5 to 13 days. 1-7 for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? 13 days after the placement, due to the increase of jaundice, abdominal x-ray was performed. 2 stricture information: 2-1 what was the length and diameter of the stricture? The length of stenosis is 2 cm and the diameter of stenosis is 3 cm. 2-2 where was the stricture located in the body? Middle bile duct. 2-3 was there resistance felt passing wire guide through stricture? No. 2-4 was there resistance felt passing the evolution through stricture? Yes, up-ungle of endoscope. 2-5 was the stricture dilated before stent placement? No. 3 questions related to during insertion into patient: 3-1 was the product inspected for kinks or damage before use? No. 3-2 was resistance felt during insertion into patient? No. 3-3 if yes, at what point? 4 questions related to during stent placement: 4-1 did the product fail during stent deployment or recapture? No 4-2 was the directional button pressed during use? Yes. 4-3 was the yellow marker kept in view during deployment? Yes. 4-4 are images of the device or procedure available? No. 5 questions related to during introducer withdrawal: 5-1 was final stent placement confirmed using endoscopy / fluoroscopy? Yes. 5-2 if yes, what was used? X-ray. 5-3 did the stent open sufficiently to allow withdrawal of introducer safely? Not sufficiently, but it was possible to withdraw the introducer. 5-4 was the safety wire fully removed before removing the delivery system? Yes. 5-5 did any part of the product snag/get caught with the stent when removing the delivery system? No. 5-6 are images of the device or procedure available? No. 6 questions related to during stent repositioning/removal: 6-1 what instrument was used for stent repositioning / removal? Forceps, snare¿ the physician did not attemp to remove the stent because the stenosis part was very narrow. 6-2 was the lasso (suture) loop used during repositioning / removal? The physician did not attemp to remove the stent because the stenosis part was very narrow.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-4-b device of c1609947 lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. This file is related to (B)(4) (3001845648-2020-00806) (¿user error: use of incorrect size wire guide¿) and (B)(4) (3001845648-2020-00872) (retrograde cholangitis) it may be noted that additional file (B)(4) (3001845648-2020-00807) was raised to capture ¿user error: stent-in-stent placement¿, however upon further investigation this file was cancelled based on the product manager input provided. Prior to distribution all evo-pc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-pc-10-11-4-b device of lot number c1609947did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1609947 ; upon review of complaints this failure mode has not occurred previously with this lot #c1609947. As per the instructions for use, ifu0057-5 which informs the user about the potential complications "additional complications include, but are not limited to : stent misplacement and/or migration." On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related, as per instructions for use, stent migration is listed as a potential complication following the placement of this device. Summary: customer complaint is confirmed based on customer testimony. According to the initial reporter, jaundice due to migration occurred. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The approach was gained from oral, targeting the common bile duct. On (B)(6), the reported stent was placed in the middle bile duct. On (B)(6) 2020, due to the increase of jaundice, it was confirmed by abdominal x-ray that the reported stent have migrated to the upper bile duct. It is a situation that the reported stent is not placed in the stenosis part. On (B)(6), evo-10-11-8-b was placed from the middle of the reported stent by using stent-in-stent technique. [Update on october 20th by (B)(4) based on the information provided by the rep on the same day] the approach was gained from oral, targeting the common bile duct. The patient had jaundice. On (B)(6), the reported stent was placed in the middle bile duct. After the placement, the stent could not be fully expanded.(50% of full expansion)/the stent remain partially constrained after placement, though jaundice decreased (improved). On (B)(6) 2020, due to the increase of jaundice, it was confirmed by abdominal x-ray that the reported stent have migrated to the upper bile duct. ((B)(4)) it is a situation that the reported stent is not placed in the stenosis part. On (B)(6), since drainage became impossible, evo-10-11-8-b was placed from the middle of the reported stent out to the duodenal papilla by using stent-in-stent technique as a retreatment ((B)(4)). Due to the retreatment, hospitalization became extended. After the retreatment, jaundice decreased (improved), but the patient has developed retrograde cholangitis ((B)(4)). Retrograde cholangitis has been treated, and as of (B)(6), the patient is improving/getting better and the patient will undergo chemotherapy soon. Patient outcome: jaundice due to migration occurred. On (B)(6), evo-10-11-8-b was placed from the middle of the reported stent by using stent-in-stent technique. The patient is in the hospital. [Update on october 20th by (B)(4) based on the information provided by the rep on the same day] jaundice decreased (improved), but the patient has developed retrograde cholangitis. Retrograde cholangitis has been treated, and as of (B)(6), the patient is improving/getting better and the patient will undergo chemotherapy soon. Patient/event info - notes: general questions: at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) after the stent placement. What endoscope type and channel size was used? Olympus 3.7mm. What was the position of the elevator? Was it opened or closed? (Opened) . Details of the wire guide used (diameter, type, make)? Visiglide2 0.025-inch/olympus. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? (Yes). How long was the stent in the patient by the time this complaint occurred? About from 5 to 13 days. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? 13 days after the placement, due to the increase of jaundice, abdominal x-ray was performed. Stricture information: what was the length and diameter of the stricture? The length of stenosis is 2 cm and the diameter of stenosis is 3 cm. Where was the stricture located in the body? Middle bile duct. Was there resistance felt passing wire guide through stricture? (No). Was there resistance felt passing the evolution through stricture? (Yes) up-ungle of endoscope. Was the stricture dilated before stent placement? (No). Questions related to during insertion into patient: was the product inspected for kinks or damage before use? (No). Was resistance felt during insertion into patient? (No). If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? No. Was the directional button pressed during use? (Yes.) Was the yellow marker kept in view during deployment? (Yes). Are images of the device or procedure available? (No). Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? (Yes). If yes, what was used? X-ray. Did the stent open sufficiently to allow withdrawal of introducer safely? Not sufficiently, but it was possible to withdraw the introducer. Was the safety wire fully removed before removing the delivery system? (Yes). Did any part of the product snag/get caught with the stent when removing the delivery system? (No). Are images of the device or procedure available? (No). Questions related to during stent repositioning/removal: what instrument was used for stent repositioning / removal? Forceps, snare¿ the physician did not attempt to remove the stent because the stenosis part was very narrow. Was the lasso (suture) loop used during repositioning / removal? The physician did not attempt to remove the stent because the stenosis part was very narrow.